Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was at the beach and was accidently pushed into the ocean water. A subsequent wave then knocked her further under. The patient and her vad coordinator were extremely anxious about the potential of salt water ingress into the controller. They also reported that a large amount of sand had entered the patient's carrying case and had covered the controller and all the ports. The site noted that there were no actual alarms associated with the event but that they were not able to fully assess whether any damage had occurred. The controller was exchanged while the patient was in clinic with no reported patient consequence. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported a potential salt water ingress into the controller when the patient was accidentally pushed into the ocean. The controller, con101916, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. Based on an investigation conducted by the internally the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additionally, the serial port data cap was missing and contamination by a foreign material inside the serial port was observed. The missing serial port cap is an incidental finding not related to the reported event and likely due to the handling of the unit. The observed contamination was most likely the result of the connector being loose, allowing the salt water to ingress inside the controller. Based on the available information, a possible root cause of the reported event may be attributed to a loose power port connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.